Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the lead had moved 2-3 months ago and the patient was not getting relief. The patient stated they met with a manufacturer representative (rep) on the day of the report and they readjusted the therapy settings. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead movement was possible due to a fall the patient had in the bathtub. They reported they fell on their left side and this was the lead that moved. They reported that the lack of relief has been resolved. No further complications were reported/expected.